Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of 0 ohms. The patient had an echocardiogram on that day. Other shock impedance measurements had been stable. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was received that the device was interrogated which revealed normal shock impedance measurements. No actions or interventions were planned or performed and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.